Event description:
The manufacturer received information alleging a ventilator experienced a 'non-functioning ventilator' alarm. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.